Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Several months post-procedure, a leak was noted. The device appeared to be canted in the ostium with flow through the back of the device. No further information is available at the time of this report.